Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of incident. The customer did not state how they treated for their high blood glucose. The customer also reported an off no power alarm on the insulin pump. Customer stated this was not the second occurrence of a off no power in less than 24 hours after a low battery warning. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.